Event description:
Customer called to report that the insulin pump could not get past the time/date loop. Customer stated he had difficulty reading the pump's display screen during troubleshooting. It was reported that there was also a lack of insulin delivery. Customer's blood glucose reading was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.